Event description:
On 12/24/1998, customer reported that the unit had delivered dextrose into a bag that was programmed to receive only sterile water via compounding. This was discovered when a neonate receiving this solution was found to be hyperglycemic by routine finger stick. He stated the infant was ok. The contents of the bag were analyzed by dip stick. He did not have any info regarding any quantitation of the amount of dextrose by the lab. "Qm" reviewed the "dead volume" in the junction of the set and the importance of flushing. "Qm" recommended that the unit be sent to product services for evaluation to rule out the possibility of malfunction. Customer stated the pharmacy would make such solutions manually for the present. On 12/30, director of pharmacy reported that the infant had expired, but that no one felt the solution was in any way responsible. He also stated that the lab had analyzed the dextrose concentration in the bag and it was 660mg/dl (0.66%). This is equivalent to 0.94ml of 70% dextrose in a final volume of 100ml. The dead space of the junction is approximately 1.5ml. The arrangements to send the unit to product services were initiated 12/24/1998.